Manufacturer narrative:
Device received with all buttons responding properly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. Customer blood glucose level was 119 mg/dl. Customer also stated that they were not able to clear the alarm and insulin pump was also exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.